Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed; ¿bipolar cautery was not working well¿. The instrument housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end in the main tube. The instrument failed the electrical continuity test. No obvious sign of thermal damage was observed at the proximal backend. Additional information not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. Site history review was conducted on (B)(6) 2020. Review of the site's complaint history did not show any additional complaints related to this event. Instrument log review was performed on 4/17/20. The instrument was not used in any subsequent procedure(s). The instrument was last used (B)(6) 2020 with 6 uses remaining. System log revealed that there were no identified related errors. No image or video clip for the reported event was submitted for review. No technical review / additional technical review was required based on complaint type. Based on the additional information obtained from fa investigations, this complaint is being reclassified as a reportable event due to the following conclusion: the maryland bipolar forceps instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, a maryland bipolar forceps instrument's cautery function was not working well. The customer attempted to change out the instrument cord but the issue persisted. The issue resolved when a backup instrument was applied. The procedure was completed with use of a backup instrument with no reported injury.